Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed sc connector non significant indent in seal, did not affect infusion.

Event description:
It was reported that a patient death occurred. The cause of death was ¿combined effects of multiple drugs¿. The device was relevant to the death of the patient. The device system was used to deliver morphine 0.999mg/day at 10mg/ml. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Previous submission of this report failed to process to esg and cannot be recovered.